Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately nine years post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated and detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately nine years post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated and detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, nine years of post deployment, a computed tomography (CT) abdomen and pelvis was revealed there was a caval perforation of 12 o'clock strut extending 12.00mm to the duodenum. 2 o'clock was 9.80mm, 4 o'clock was 10.40mm and 10 o'clock was 6.70mm. 10 o'clock strut was inferiorly extending 11.10mm to the duodenum. Anterior tilting of 8.06-degrees. 4 o'clock fractured strut fragment was seen within the inferior vena cava. Therefore, the investigation is confirmed for the perforation of inferior vena cava and filter limb detachment. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiry date: 01/2013). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned